Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported experiencing bent infusion set cannula intermittently since (B)(6) 2010. Her blood glucose elevated to 200 mg/dl. Her normal blood glucose range is 80-180 mg/dl. She changed the infusion set and bolused to lower her blood glucose. She inserted the headset both manually and by using the insertion device. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.